Event description:
It was reported that the replacement had been scheduled for (B)(6) 2015.

Event description:
Additional information received indicating that the patient was rescheduled for (B)(6).

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3550-29, lot# n145102, implanted: 2010 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that an overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins) as the patient admitted that they had not charged the device (patient compliance issue). It was noted that this was at least the second od occurrence and possible the third. The patient experienced less than 50% therapy relief noted as occipital pain during the event. A physician mode recharge (pmr) did not successfully reset the ins. No diagnostics or troubleshooting were performed in event. Follow up information reported that replacement of the ins was pending insurance approval (paperwork submitted) and no date had been scheduled for the procedure. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received indicating that the patient had been rescheduled again for (B)(6) 2015.